Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination and functional testing due to a bent pin on the ps2 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller, rendering the port ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced or improper connection, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient called the vad manager to report difficulty connecting a battery to one of the power source connections of the controller. The patient was advised to come to the clinic and a bent pin was noted on the controller. It was on the same side of the controller as the driveline connection. The controller was exchanged for a new one.

Manufacturer narrative:
The controller was exchanged with no further reported equipment issues and no patient injury. The patient was provided a new controller, (B)(4). It was reported that the controller would be returned to heartware; however, it has not been received for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Analysis of the returned controller is pending.

Manufacturer narrative:
Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Analysis of the returned controller is pending.